Event description:
It was reported that the 9800 system would not x-ray during a case. The 9800 system had to be rebooted and the procedre was completed without further incidnet. No pt injury was reported.

Manufacturer narrative:
The ge service rep performed an on site investigation. The boards were re-seated and the software was re-installed during the service call. The system was tested and found to be working as intended, and put back into service.